Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim a detached sensor wire on (B)(6) 2014. Patient's father had difficulty during insertion and reported upon removing the applicator, the sensor wire remained attached to the applicator needle. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).